Event description:
Spontaneous call from patient. Pump alarming for no disposable. Author advised to try to detach and reattach cassette. Upon inspection, patient noted green piece on cassette is broken. Patient unable to read lot/exp on cassette. Patient to re-do mix using new cassette. Did he pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we [MFR] replace device? No. Reported to (B)(6) by pt/caregiver.